Event description:
On (B)(6) 2013, at (B)(6) center, hershey, pa, for cardiohelp unit (B)(4). After completion of a preventive maintenance (pm) the unit failed battery calibration. An attempt to recalibrate the unit also failed the battery calibration. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the batteries were replaced. The device was tested to factory specifications and passed all tests. (B)(4).